Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the angio-seal device broke. The following information was provided by the user facility: the anchor was deployed correctly and the device cap was locked into the rear position; when the device/sheath assembly was being withdrawn, the device cap broke and came off the locking sleeve; using forceps, the physician fixed the broken part by fitting them together; subsequently, hemostasis was successfully achieved; the physician had completed the training process on the device prior to this case; there was no reported health damage to the patient; and blood loss was less than 250 cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angioseal sts plus device was returned for evaluation. Returned with the device were the arteriotomy locator and guidewire. The returned components were subjected to visual analysis where a blood like substance was found on all returned components. The hemostatic sheath was mated with the carrier tube assembly. The deployment sleeve was in the rear lock position with the color bands fully exposed. The clear and black shrink-wrap markers could be seen on the exposed suture. There was no tamping tube noted. The deployment sleeve, hemostatic sheath hub, and device cap were inspected for any anomalies that would have allowed for the separation of the hemostatic sheath and the device cap. No visual anomalies were noted. The hemostatic sheath and device cap appeared properly mated. The hemostatic sheath was then intentionally removed from the hemostatic sheath and closely examined. The force to remove the hemostatic sheath was typical. No anomalies were noted. The carrier tube assembly was then mated again with the hemostatic sheath and appropriate clicks were heard when the hemostatic sheath and carrier tube assembly were properly mated. The complaint could not be confirmed as the device was received with the hemostatic sheath and carrier tube assembly properly mated. Appropriate resistance was encountered to dislodge the carrier tube assembly from the hemostatic sheath. There were no visual anomalies noted that may have contributed to the reported issue other than the presence of blood like substance which is consistent with use. No definitive conclusion can be drawn based on the evaluation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.